Manufacturer narrative:
The cartridge was not received for evaluation. Review of the photos provided confirmed the presence of blood outside the circuit with no root cause identified. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly UDI:(B)(4).

Event description:
A report was received on (B)(6) 2025 from a 34-year-old male patient with a medical history including hypertension and end stage renal disease, who stated an unspecified amount of blood leaked from the cartridge during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 12 dec 2025 from the home therapy nurse (htn) who stated the patient did not experience any symptoms related to the issue, no medical intervention was required and the patient continues to treat with the nxstage system.